Manufacturer narrative:
D10.

Event description:
It was reported that the patient presented at the emergency department with chest pain, shortness of breath, and hypotension. An echocardiogram was performed and revealed that the patient's right atrial (ra) lead had perforated through the myocardium. The patient's ra lead was successfully repositioned on (B)(6) 2025. The patient remained stable.